Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: complaint description: air bubble sensitivity high, too sensitive with champagne bubbles, chemotherapy infusion taking longer to finish than expected. Time sensitive chemotherapy to follow but unable to begin as current infusion not complete yet. User tried to take it out of pump and flick air bubbles back up into bag - would work for a few minutes but then repeat air bubble alarm. User also tried slapping the bag prior to get bubbles at top of bag prior to infusion start. Also tried to wipe line & pump with alcohol pads. No injury reported.